Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman laa closure device with delivery system were used. The device met release criteria and was successfully implanted. Following the completion of the procedure, the patient was administered aspirin and the anticoagulant warfarin. At the 45-day post procedure follow-up transesophageal echocardiogram (tee), the patient was switched from warfarin and aspirin to dual antiplatelet therapy (dapt). During a tee 6 months post procedure, a thrombus measuring 20mm by 20mm was observed attached to the surface of the watchman device. Dapt was stopped and warfarin was once again administered. The patient was asymptomatic. No additional information is known at this time.